Event description:
It was reported that noise was observed on a stored egm via merlin.net. During a subsequent clinical follow-up, all values were within normal range. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.